Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis performed for the affected device (corail stem) did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other complaint was reported associating product codes and lots combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. It is possible, or even likely, that this revision was due to infection (not from x ray analysis but suggested by growth of s. Epidermidis from intraoperative smear). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Hip tep in (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).